Event description:
This pt experienced several episodes of restenosis of six (6) cypher stents implanted in the right coronary artery (rca) over the course of 11 months. This pt was admitted to the hospital with chief complaint of angina. The pt was currently taking aspirin, ticlid, and isorsorbide. Note: the initial penta stent( size unk) was implanted in the proximal rca in 2003. This lesion repeatedly restenosed and was re-opened with balloon inflations in 2003 and 2004. In 2004, the pt had another restenosis of the penta stent in the proximal rca. This time it was treated with the placement of a 3.0 x 18mm cypher and a 3.5x12mm nir (boston scientific) stent. The details of this procedure are not available. Six months later, the pt came to the hospital due to angina. The pt was taken electively to the cardiac cath lab, where angigraphy revealed an instent restenosis (isr, third time) of a prevoiusly placed penta stent and an additional progressive disease extending from the ostium of the rca through the distal rca. In the proximal rca, the lesion was an eccentric, diffuse, calcified, 57% isr. In the mid rca, the lesion was a denovo, eccentric, diffuse, type c, 99% stenosis. In the distal rca, the lesion was a denovo, eccentric, diffuse, type c, 50% stenosis. A bolus of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The mid and distal rca lesion was predilated with a 2.0 x 20mm. A 3.0 x 18mm cypher stent was deployed in the distal rca to 20 atms for a maximum of 60 seconds. The stent was not postdilated. The residual stenosis was reported to be 28%. Next, two (2) 3.0 x 18mm cypher stents were deployed to the mid rca to 20 atms for a maximum of 60 seconds. The stents were not postdilated. Residual stenosis was reported to be 12.8%. Finally, the proximal isr segment was predilated with 3.5 x 15mm balloon inflated to 25 atms. Two 3.5 x 18mm cypher stents were deployed to 20 atms for a maximum of 60 seconds. The stents were not postdilated. Residual stenosis was reported to be 5.6%. The five stents were overlapping each other. The pt was discharged on the same medications.

Manufacturer narrative:
This 67 year-old male patient with a history of previous pci, htn, diabetes and smoker had cypher stent implantation. His history places him at an increase chance for a mace. This patient originally had other brand stent implanted in the proximal rca. This stent restenosed twice and was re-opened both times with poba. On the thire restenosis, a cypher stent 3.0 x 18mm and another brand stent were deployed to this proximal rca site. Six months later, angiography revealed an in-stent restenosis the original other brand stent placed penta stent and additional progressive disease extending from the ostium of the rca through the distal rca. In the proximal rca, the lesion was an eccentric, diffuse, calcified, 57% in-stent restenosis. The safety and effectiveness of placing a cypher stent in a restenotic lesion has not been eastablished. In the mid-rca, the lesion was a de novo, eccentric, diffuse, type c, 99% stenosis. In the distal rca, teh lesion was a de novo, eccentric, diffuse, type c, 50% stenosis. A 3.0mm x 18mm cypher stent was deployed in the distal rca to 20 atms for a maximum of 60 seconds. The residual stenosis was reported to be 28%. Next, 2 3.0mm x 18mm cypher stents were deployed to the mid -rca to 20 atms which is above the rated burst pressure. Next 2 3.5mm x 18mm cypher stent were deployed to the proximal rca to 20 atms. The five stens were all overlapping each other. The safety and effectiveness of placing three more stents in one patient and in one vessel has not been proven. Approximately three months later, the patient returned to the hospital due to unstable angina and as taken emergently to the cath lab. Repeat antiography demonstrated an 87% restenosis of all of the stents in the rca this was treated with re-ptca. Aspiration thrombectomy was conducted; however, there was no thrombus observed. The residual stenosis after this procedure was 36% throughout the stented segment. Two months later, the patient again complained of chest pain. Angiography revealed a total occlusion (100%) of the rca. Again, this was treated with multiple balloon inflations. The residual stenosis after this procedure was reported to be 26%. Again after two months, the patient returned to the hospital with complaints of chest pain. Another angiogram revealed restenosis of the five cypher stents in the rca, which was treated with multiple balloon inflations. Per the physician's comments: the vessel restenosed repeatedly. Aspiration was conducted; however, since there was no thrombus observed it is unlikely that this was a thrombotic event. Two months later the patient complained of chest pain. An angiogram was done and in-stent restenosis was observed again. Ptca was performed with a 3.5x20mm balloon in the mid and distal rca and a 4.0x 15mm balloon was used to treat the proximal rca leaving residual stenosis between 29 to 43% within the stents. The product was not returned for analysis. A device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: there are multiple patient, lesion, and procedural factors that may have contributed to the event.